Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, customer alleged that the food consumed could have contributed to the low bg level, but was not sure if that was the cause of the low bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.